Event description:
It was reported that the patient was experiencing inadequate pain relief due to spinal cord stimulation (scs) leads high impedances. X-ray revealed lead fracture. The patient will undergo revision procedure. Additional information was received that the patient underwent an scs replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were disposed by the medical facility.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to spinal cord stimulation (scs) leads high impedances. X-ray revealed lead fracture. The patient will undergo revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: (B)(6).